Event description:
Boston scientific received information that there was concern that the battery on this implantable cardioverter defibrillator (ICD) was depleting earlier than expected. Based on nominal settings, this device appeared to be exceeding longevity expectatios. However, boston scientific's technical services (ts) recommended a save to disk and memory dump and sending this in for analysis in order to determine the estimated longevity of this device based on the actual settings. The device remained implanted and no device changes were made. Over four years later, the device was explanted and returned for routine analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.